Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during our testing. The keypad connector was found fully locked. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.